Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after she wore a tampon for two to three hours, upon removal the string pulled out leaving the tampon inside. When removing the tampon fell apart. She was able to manually remove the remaining tampon pieces and did not seek medical assistance.